Manufacturer narrative:
(B)(4) investigation summary: a picture was received for evaluation. Upon to visual inspection of the picture a winding former and a needle-suture that appears to have the sides of fixation tab broken of the product code sxpp1a405 could be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as on the fixation feature had been detached from the suture. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. It was received for analysis an empty opened labeled winding former and a used needle-suture of product code sxpp1a405. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needles that appears to be by the use of a surgical instrument could be observed. The suture was examined and missing barbs, body fluids at some barbs were observed and the sides of the fixation tab was broken. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as on what caused that the fixation feature had been detached from the suture.complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and barbed suture was used. The fixation feature had been detached from the suture in the newly dispensed suture when the package was opened for an unknown surgery. Changed to another device to complete the surgery. There was no report on patient's injury. No additional information could be provided. Upon evaluation of the returned device, it was found used and fixation tab was broken.